Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during stent assist coil embolization, an enterprise2 4mmx16mm no tip intracranial stent (B)(6) became impeded and released in the unspecified microcatheter (mc). The stent body was not connected to delivery wire. The physician removed the stent body from microcatheter and switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that a power select plus microcatheter was used. They were not able to torque the device. There was no evidence of physical material within the device. After the reported resistance, the replacement stent was used with the same microcatheter successfully. It was not necessary to remove the mc with the enterprise. There was no excessive force used with the device. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Impeded in microcatheter and stent separation are known potential issues associated with the use of the device. The instructions for use (IFU) contains instructions and cautions regarding proper placement of the device, including introduction and positioning of the microcoil. The IFU instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failures. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h10 and concomitant products. Section b5: additional information received indicated that a power select plus microcatheter was used. They were not able to torque the device. There was no evidence of physical material within the device. After the reported resistance, the replacement stent was used with the same microcatheter successfully. It was not necessary to remove the mc with the enterprise. There was no excessive force used with the device. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). A non-sterile 4mm x 16 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the device was returned without the introducer, the detached stent was also included. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The delivery wire was also inspected under the microscope and no defects or anomalies were observed. The retraction bump diameter was measured, and it was confirmed to be within specifications. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 8219113. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube and attached to the delivery wire in order to perform the functional analysis. However, based on the detachment condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during stent assist coil embolization, an enterprise2 4mmx16mm no tip intracranial stent (encr401600, 8219113) became impeded and released in the unspecified microcatheter (mc). The stent body was not connected to delivery wire. The physician removed the stent body from microcatheter and switched a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.